Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that the handle that closes the jaw of the expressew iii autocapture + suture passer was broken. During in-house engineering evaluation, it was determined that the ratchet latch assembly on the device appeared to be loose. Another like device was used to complete the procedure with a delay of two minute. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection was found wear use in the entire device. The jaws were found not functional due to it was not possible to active the trigger. The ratchet latch assembly appeared to be loose. The functional test cannot be performed due to the condition of trigger mechanism. A manufacturing record evaluation was performed for the finished device lot number: 62659-211008-03, and no nonconformances were identified. Based on the visual inspection results, this complaint can be confirmed. The possible root cause for the condition of the device could be related to heavily use; moreover, mishandling or procedural variables that could cause the condition of the trigger¿s mechanism. However, it cannot be conclusively affirmed. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. As per manufacturing investigation, the device is ever used in an unintentionally (clamping on a large or hard object), the design is such that the lever shear pin breaks due to excessive bite force. The fact that the lever is in the open position, should have the jaw in open position as well. As per IFU, it is important to inspect the device prior to use to ensure proper mechanical function and do not use if product is damaged. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.